Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for failed back surgery syndrome. It was reported that the patient slipped and fell when they were getting out of a truck. Since then, the stimulation from the implantable neurostimulator (ins) was working for their right leg but not for the left leg. The patient also experienced pain at their waist where the ¿wire runs from his front around to the spine¿. The patient thought the wire may be disconnected but they were not sure. The patient was directed to follow up with their healthcare professional (hcp). The patient stated that they could not see their doctor for a couple of weeks and wanted to see a hcp who was closer so physician listings were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.